Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. After inspection of device results are eeh power driver board damaged worn battery door, damaged aux foot pedal cable. Debris buildup in the water filter. Replaced damaged/worn components and recalibrated unit to factory specs. Also noted : could not recreate customer complaint. Make sure the flow control is open when in use.

Event description:
While the customer was using a g136, they allege that the unit was stuck in boost mode and was leaking water which caused the handpiece to heating up. During investigation found damaged and worn components damaged foot pedal cable and debris build up in water filter. No injury was reported from the alleged event.